Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, smoker, bruxism, peri-implantitis, mobility. Patient bruxed on healing cap.